Event description:
The patient has a history of ischemic cardiomyopathy and status post mechanical mitral valve replacement. An aicd was implanted 7 years ago. After a recent salvo of aicd shocks, it was felt that the patient may have a lead fracture of his medtronic sprint fidelis alerted aicd lead. He returned to the operating room for lead extraction followed by replacement of a system with a new dual-chamber aicd.